Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Red marks in the shape of a surgical instrument to grab the lens are observed on the optic. Only one half of the optic was returned. The optic appears to have been cut in half, typical of insertion and removal from the eye. The haptic has been broken off at the gusset area (not returned). The reported crack in the center of the optic was not observed. Only half of the lens was returned. The reported damage may have been on the other half that was not returned. The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a crack was found at the center part of the iol. The lens was exchanged. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The customer indicated the use of a qualified company cartridge. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/company cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage the manufacturer internal reference number is: (B)(4).